Event description:
It was reported that when an asymptomatic patient presented in-clinic, noise was observed on real-time egm. The noise was reproducible with pocket manipulation. The patient is non-compliant. Programming changes were recommended. Chest x-ray was ordered, but patient has not come in to have it done.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.